Event description:
It was reported that a malfunction occurred during the process of updating the pump. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, which indicated there was no adverse impact. Tandem technical support provided information to reset the pump and assisted the customer in doing so, although further follow-up was planned as the technical support call disconnected.